Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact av access pta balloon catheters were used to treat a lesion located in the arterial inflow of the left arm. Approximately 8 months post procedure the patient died. The cause of death is unknown.